Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. Part number:07.704.010s, synthes lot number: ds7006298, supplier lot number: n/a, release to warehouse date: 03mar2021, expiration date: 28jul2022, supplier: dsm biomedical-kensey nash. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the norian drillable inject was opened onto the sterile field the surgical technologist noticed the product was already hardened and was unable to be used. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. This report is for one (1) norian drillable inject 10cc-sterile. This is report 1 of 1 for (B)(4).